Manufacturer narrative:
Product event summary: two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the battery (B)(4) revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. In addition, the battery was charging when connected to a battery charger. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. However, the battery was received with no flags enabled. Failure analysis of the battery (B)(4)revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), return date: 2018-05-23 mfg date: 2017-12-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two batteries were returned to the manufacturer because they were not charging. The batteries changed from yellow to red on all ports of the battery charger. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.